Event description:
It was reported the customer was experiencing high blood glucose. Customer stated their blood glucose was 600 mg/dl for the past two days. The customer stated the insulin pump was not at fault as their blood glucose would decline after administering a bolus. Customer reported that sensor would not adhere and stuck inside the serter. Troubleshooting was done. During the troubleshooting the needle hub assembly did not release from the serter. Advised the customer there could be possible issue with the hub or serter. The customer was advised to return the sensor and serter. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to manufacturer report 3004209178-2015-84049.